Event description:
Caller reported a cgm error, identified as error 42, with a g7 sensor in use. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process, after which the error did not reoccur. The caller successfully started a new sensor session.